Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the placement of a balloon expandable stent. The 1 day post-operative CT confirmed the type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone in the presence of calcium in the seal zone, placing the sealing ring in a location outside the treatment range for the implanted stent graft. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.